Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are unresponsive when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.